Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 5f sheath. Reportedly, there was significant resistance noted when advancing the device. A loud crack was heard and it was observed that the device had redirected into the circumflex artery. The device was removed without issue and intact. The loud crack was believed to be due to the device entering the circumflex artery. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The cause of the reported difficulty cannot be determined. The subsequent treatment appears to be related the circumstances of the procedure. In this case, based on the information reviewed it is possible the difficulties are all related to the same causes of patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device). It is also possible the noise was a break of the guide related to the difficult to advance; however, this cannot be confirmed, and the account reported the device was intact. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.